Event description:
Information was received from a consumer (con) regarding a patient receiving unknown drug via implantable pump. The indication use was for non-malignant pain. The patient representative reported that they were receiving ¿no pump found response ¿and the pump has been flipping "3-4 weeks ago" while at the doctor office for a refill. The patient had hard time getting their personal therapy manager (ptm) to connect due to pump flipping however, the doctor was able to flip the pump back and connect but the doctor had issues finding the port for the pump refill. The patient representative re-reported that they were able to successfully pair with the pump. The patient mentioned the pump had kept flipping but they were able to hold the pump to the side and sync. However, the patient reported seeing bolus disabled. No symptom was reported.

Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.